Event description:
It was reported that there were impedances readings of greater than 10,000 ohms, on electrode 8 only. The impedances were ran the day of the report. The patient was experiencing the frequency of charging was increasing. The patient was getting good coupling and charged every two days. The clinician programmer indicated that the typical duration was 2.8 hours. The patient was checking the coupling bars throughout the charging sessions. The patient felt like some of the charging sessions took all day or significantly longer than other sessions. The patient felt like when the battery goes down it started to go down fast. The patient tried not to let it go below a half. The patient had the following settings: b2 9+ 10- 11+; b1 4+ 6+ 7-; amplitude of 6.2 volts, pulse width of 450, group impedances were then found to be: b1 was 552 ohms, b2 was 351. It was determined that the normal charging interval was seven days beginning of life (bol) and around 3.1 days at end of life (eol). The recharging frequency matched the patient settings, they were in continuous mode. The event cause was unknown at the time of the report. The patient could recharge normally and were receiving effective therapy. It was unknown what the cause of the impedance issue was and unknown if there were any lead fractures. The manufacturer representative (rep) completed all tests externally for troubleshooting. The patient was going to keep using their current dev ice until end of service (eos). The patient was okay at the end of the report and there was no need for any further follow up.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).